Manufacturer narrative:
The insulin pump was received with a constant tone due to moisture damage on the electronics assembly. The pump also had moisture damage on the motor, vibrator, keypad, and battery tube assemblies as well. The following cosmetic damage was found: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a constant tone alarm. She had rested the pump for two hours but the pump alarmed once more after a reset. The patient's blood glucose at the time of incident was 129 mg/dl. The customer changed the battery but the pump became completely unresponsive. The customer stated that she had taken a shower and put the pump back on and that's when the constant tone occurred. The customer was advised to monitor her blood glucose and resume her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.